Event description:
It was reported the new alarm date was not changing after updating the pump and a low reservoir alarm occurred. The reservoir volume and alarm volume read 0.2 ml. The health care professional (hcp) refilled the pump and updated the volume. The hcp stated the alarm interval was at 10 days, but it should have been 285 days based on a flow rate of 0.075 ml/day. Programming with the physician programmer was reviewed. Programming for bolus prescriptions and personal therapy manager (ptm) dose were also reviewed. The device system was used to deliver fentanyl, clonidine, and bupivacaine. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that a low reservoir alarm occurred due to the physician programming the pump incorrectly at refill. The physician intended to change the concentration of fentanyl in the programmer from 300mcg/ml to 400mcg/ml and set the dose at 29.97mcg/day. Instead the physician changed the fentanyl daily dose to 400.02mcg/day and set the patient administered (pa) bolus dose at 29.97mcg. The concentration was still at 300mcg/ml. The physician also stated that the alarm interval read 10 days; however, if programmed correctly it should have read 285 days based on a flowrate of 0.075ml/day (400mcg/ml at 29.97mcg/day). It was later confirmed by the physician that the dose was increased to 400.02mcg/ml instead of the concentration.

Manufacturer narrative:
Product ID 8840, serial# unknown, product type programmer, physician; product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8590-1, lot# n281382, implanted: (B)(6) 2011, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).